Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing and fracture of the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that defibrillator conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was torn, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged, and the lead was stretched. The lead appears to have been implanted with a bend in it at the fracture site.